Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. During testing, the up arrow keypad button was intermittently unresponsive, all other keypad buttons responded appropriately. There was evidence of contamination found under all button contacts.